Event description:
It was reported that an occlusion alert occurred on an ilet using a contact detach infusion set, with a prior similar alert that was temporarily resolved by straightening the tubing; the user was unable to detach the set from the body due to neuropathy and elected to stop ilet therapy and use manual injections until assistance was available. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included troubleshooting and education. Investigation of this case revealed the occlusion condition persisted and was only resolved after supply change, consistent with an insulin delivery occlusion related to infusion set and tubing. It was concluded, based on previously established findings for similar reports, that the cause was occlusion of insulin flow at the infusion set requiring replacement of disposables.